Event description:
Pt complains of headaches, joint aches, pain in breast, nipples very tender, dry mouth, breast hardness, painful breasts, itching, enlarged glands, swelling of joints, fatigue, swelling of hands and feet and hair loss.